Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) fluid coincident with pd therapy. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was reported to be due to a poor therapy environment. Treatment for the peritonitis was cefazoline 2 g/day (route unknown) and gentamycin 80 mg/day (route unknown) for seven days. The patient was still hospitalized and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). One week after being hospitalized for peritonitis, the patient was discharged and cefazolin and gentamycin were withdrawn. The patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event was not reported; however, the patient was born in 1972. Should additional relevant information become available, a supplemental report will be submitted.